Event description:
Drill metal tip kept spinning during surgery, and did not come off from pin (bunion repair). Tip broke right at the pinch on the metal piece. Surgeon ended up using a different device. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. It is possible that the user's technique may have influenced the event reported. However, a definitive conclusion could not be determined with the information available and without device evaluation. No further action is needed at this time.